Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterilized water in the foley catheter was leaked. Foley catheter came out after 3 days. Pinhole suspected. Per investigator's notification received on 10sep2025, it was reported that temperature wire was protruding out from the catheter was found during sample evaluation.

Manufacturer narrative:
The reported event was confirmed cause unknown. Four photos were received for evaluation of the silicone foley catheter with syringe where the thermistor wire protruding from the catheter were visible. Received a 3 way temp sensing catheter with cut portion of inlet tubing. This sample will be tested for "internal/external damage". Visual inspection confirmed that the temperature wire was unwinding and was protruding out from the catheter. Product labeling was reviewed for this investigation. The reported event is addressed within the labeling. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterilized water in the foley catheter was leaked. Foley catheter came out after 3 days. Pinhole suspected. Per investigator's notification received on 10sep2025, it was reported that temperature wire was protruding out from the catheter was found during sample evaluation.